Event description:
The patient procedure was delayed and re-exposure was required as the system restarted itself during the exam.

Manufacturer narrative:
During an exam, the system unexpectedly restarted. This led to re-exposure and delays in patient treatment. Root cause and corrective measures are under review. There was no harm or injury to the patient or user. No additional patient information was received; if further information is found, follow-up MDR will be submitted.